Event description:
The patient had a complete se stent implanted to the popliteal artery. Stent deployment was successful. Approximately 5.5 months post index procedure the patient required hospitalization due to in-stent occlusion of the arteria poplitea lesion. Vascular intervention was required. The patient recovered with treatment. The investigator indicated that the reported event was definitely related to the study device. Complete se is currently indicated for use in biliary/arteries, and is under ide investigation for sfa indications.

Manufacturer narrative:
(B) (4). Results: occlusion of sfa or distal vasculature.